Manufacturer narrative:
Section h6, health effect - clinical code: corrected. Manufacturer's investigation conclusion: a specific cause for the patient¿s right ventricular failure could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The patient was implanted with a heartmate 3 lvas on (B)(6) 2024. It was reported that the patient subsequently went into right ventricle failure which required right ventricular assist device (rvad) support. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into right ventricular failure requiring a right ventricular assist device (rvad). The patient was cannulated for centrimag, although when the perfusionist put the pump in the motor, a grinding sound occurred. The motor was swapped for the backup motor, and it worked properly with no negative impact to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.